Event description:
During final tightening of locking cap on a pedicle screw in a construct, surgeon noticed the tulip had become dislodged from the screw. Surgeon had just completed compressing and had begun to tighten the set screw and noticed the tulip was loose and had separated from the screw shaft. Surgeon removed the tulip and screw then replaced it with a new screw. This delayed completion of the procedure for approximately 10 minutes. No further problems were reported as the procedure was successfully completed.

Manufacturer narrative:
There have been no other incidents reported of the tulip becoming disengaged from the screw shaft with more than 40,000 screws implanted of this design. DHR records were reviewed to ensure this lot was made to specification. Based on the available info, a definitive root cause cannot be descertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.